Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/3/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: black box shows no evidence of a "intermittent power" condition prior to complaint date. Battery cap is unable to fully tighten. Battery cap threads damaged. Battery compartment cracks observed in thread area and below grip pad. Due to battery compartment damage pump intermittently powers. Unable to complete all checklist steps due to "intermittent power" condition. Removed pump case. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.